Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effect. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a distal circumflex artery lesion. A ht whisper guide wire was advanced and retracted with resistance noted with the impella device. The tip of the whisper guide wire sheared off in the circumflex artery during intervention. The physician determined the risk of perforation was too high therefore no attempts were made to snare the separated portion of the guide wire. The distal end of the guide wire remains embedded in the circumflex artery. Kissing balloons and another whisper guide wire were used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated. D9, h3: device returning update from no to yes. Attached: medwatch report #mw5153428. A visual inspection as performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effect. The separation portion of the guide wire remains embedded in the lesion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a distal circumflex artery lesion. A ht whisper guide wire was advanced and retracted with resistance noted with the impella device. The tip of the whisper guide wire sheared off in the circumflex artery during intervention. The physician determined the risk of perforation was too high therefore no attempts were made to snare the separated portion of the guide wire. The distal end of the guide wire remains embedded in the circumflex artery. Kissing balloons and another whisper guidewire were used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided. Medwatch report #mw5153428 states: impella insertion and removal procedure; intervention guide wire broke-off during removal from distal circumflex branch but was not causing issues; therefore, did not attempt to retrieve. Whisper ms 0.014".